Event description:
Acct reports that the "latex plug" was displaced after the disconnection of needle or lever lock cannula. Reports there were "several" incidents which happened among the same lot number. Injection site was not attached to any stopcock and it was directly attached to the pt. No medical injury occurred with the pt.